Event description:
It was reported that high impedance, noise and clavicular crush were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the outer coil was found at 2.2 cm from the connector pin, consistent with cyclic stress on the lead within the device pocket.